Event description:
It was reported that ap waveform disappeared and #s on side panel for hemodynamics went to 0. Nurse attempted to rezero w/o effect. Ap from phillips monitor was disconnected. Ap from iab was directly connected to console and rezeroed again w/o effect. Clinician attempted to flush central lumen but couldn't. Balloon pressure waveform was present & unchanged. Pump continued to pump w/o alarms. Dr attempted to flush central lumen. Dr felt "a pop". Nurse went to rezero transducer and noticed large amt of blood in helium tubing.